Manufacturer narrative:
The device has not been received by this MFR. An eval has not been performed; therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review and complaint trend analysis are in progress.

Event description:
It was reported to boston scientific corp that a zebra urological guidewire was used for a ureteroscopy procedure (pt age and gender is not known) that occurred on in 2007. During the procedure, the physician used the guidewire to advance in an unk semi rigid ureter scope into the mid ureter and withdrew the wire from the scope effectively. According to the complaint, the physician then used the same guidewire in conjunction with an unk flexible ureter scope to remove stones in the kidney. While in the kidney, the physician noticed that two pieces of the guidewire coating had detached. One piece of the coating was approximately an inch and half in size and the other was approx an inch in size. The physician was able to retrieve both pieces with an unk grasping device. The procedure was completed with no pt complications. According the complainant, the pt is fine.